Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the collar did not adjust to 01.5mm on the quick coupling device. During in-house engineering evaluation, it was observed that one of the balls from the turn sleeve was displaced between the slide sleeve and the turn sleeve. It was further determined that the collar did not adjust to 01.5mm setting. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.